Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The device seems to be in used condition. Visual inspection of the jaw-to-shaft pin indicated that the pin was protruding very slightly from both ends of the shaft resulting in a broken jaw-to-shaft pin but is intact and in place. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing the jaw-to-shaft pin to eventually break. Additionally, the left side of the upper jaw hook was bent inwards. This type of failure could be attributed to blunt force impact; potential root causes include the device hitting bone during a procedure or the device being mishandled. Functional testing via actuation of the jaw lever revealed that the jaws functioned with slight resistance due to the grinding that occurs when the jaws are aligned closed, which could¿ve contributed to the needle to jam or result in difficulty in use. To test deployment functionality, an eiii needle was loaded into the device and a test suture was placed in the suture channel. The test was performed numerous times on a sample rubber strip and when the needle lever actuated, the eiii needle deployed successfully, however a slight resistance occurred during retraction of the needle, thus confirming this complaint. The needle¿s inability to retract smoothly is a result in the friction that occurs between the bent upper jaw hook aligning with the lower jaw which could¿ve caused interference with the needle channel. These failures listed could be attributed to user misuse. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that was released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the needle became jammed in the customer's expressew iii without hook during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.